Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported wearing the pod on the abdomen for approximately 4 to 24 hours prior to the event. During this period, patient experienced persistent hyperglycemia, with blood glucose levels reaching approximately 500 mg/dl, and reported that the pod was not effectively lowering blood glucose. Patient observed a ¿limited mode¿ message on the controller app but was unable to recall whether an automated delivery restriction occurred. On (B)(6) 2026, in the early morning, patient sought medical attention due to continued elevated blood glucose levels. Patient remained under medical care for approximately one day and was discharged later that night. No specific diagnosis was provided. Treatment included placement of two intravenous lines. Patient believed medication was administered but was unable to recall the details of the treatment.